Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2024. During the procedure, when they attempted to deploy the bands, the bands would not deploy. It seemed as though the wires were crossed and would not pull correctly during the deployment. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands still attached to it. The ligator housing teeth were bent. The handle did not have evidence that the trip wire was secured and that the trip wire slack was taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing had seven bands still attached, the ligator housing teeth were bent, the handle did not have evidence that the trip wire was secured and that the trip wire slack was taken up. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands, also getting them damaged. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, the trip wire slack was not taken up and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." This condition, unsecured trip wire and untaken trip wire slack, could have ultimately affected the way the device is supposed to work according to the instructions for use. It is possible that the trip wire was loose somewhere within the scope and once the device was tried to be used in order to deploy the bands the bands could have been damaged and unable to be deployed since it was not correctly attached to the handle. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2024. During the procedure, when they attempted to deploy the bands, the bands would not deploy. It seemed as though the wires were crossed and would not pull correctly during the deployment. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.